Event description:
The account alleges that when the hi/low down button is pressed, it will lower, then stop and raise back up, resulting in unintentional movement.

Manufacturer narrative:
The technician replaced the bed up and down switch, in the footboard, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.